Event description:
A patient was under going a d&c in the or. The suction pump was only working intermittently and then the pump stopped working. A or nurse picked up the power cord to see if the device was plugged in. The machine turned back on and a humming noise heard. The or nurse then grabbed the cord to pull out of the wall and the cord caught on fire. The nurse sustained a 2nd degree burn to her hand. The patient was not injured.